Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11202r31, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving fentanyl (concentration 5000mcg/ml, dose 1342 .7mcg/day) via an implantable pump. The indication for use was intractable spasticity. The patient heard the alarm 4 days prior to this event report date. A motor stall was seen at initial interrogation followed by a stopped pump may exceed tube set message. The patient did not recently have a (magnetic resonance imaging) MRI. The cause of the motor stall was unknown. It was reviewed that the health care professional can consider pump replacement, programming pump to minimum rate and/or covering patient with non-pump medication. It was noted that the patient was being titrated down in the process to fill pump with saline. It was possible that the pump would not be replaced. The health care professional programmed the pump to minimum rate. The patient experienced the following symptoms; increased pain, jittery, nausea and diarrhea. It was noted that patient was receiving clonidine to help with the withdrawal. Information was later received from the health care professional providing the office visit notes for (B)(6) 2015. Patient's coded allergies; morphine (verified allergy, severe, swelling), aspirin (verified allergy, unknown, nausea), hydromorphone (verified allergy, unknown, rash, hives), and sumatriptan (verified allergy, unknown, shortness of breath). Patient's vitals; (B)(6), bsa 1.72m^2, (B)(6), pulse 97, respirations 16, blood pressure 123/64. Medication list; clonidine hcl 0.1mg, pump-fentanyl intrathecal, lidocaine/prilocaine 2.5/2.5% gram 30gm, excedrin migraine, glucosamine/chondroitin 500/400mg. Past medical hist ory; respiratory-history of asthma, musculoskeletal-history of fractures, hematology/oncology (f)-history of chickenpox, neurologic-history of headaches, psychiatric-history of anxiety and depression. Disabilities-history of hearing deficit, vision deficit. Past surgical history; heent-history of dental surgery, integumentary-history of skin cancer removal, neurologic-history of spinal surgery. The patient was in the pain center for adjustment and tapering down of her pain pump. At her previous appointment on 9/8/15, the pump was decreased by 20% in preparation of filling with normal saline; pump was decreased from 5000mcg/ml to 1342.7mcg/day. As precaution, the patient was also given clonidine 0.1mg to use twice/day should she experience withdrawal symptoms with the decrease in pump. The patient reported significant pain and described significant withdrawal symptoms that began on (B)(6) 2015, patient did not go to the emergency department nor contact the clinic regarding the symptoms, the patient's husband had been giving her the clonidine twice/day since this occurred. Patient also reported hearing a critical pump alarm; upon interrogation of the pump, a motor stall was noted on (B)(6) 2015 at 9:47p. The pump was programmed to minimum rate of fentanyl 30.4mcg/hr. The patient was given norco 10/325 two tablets in the clinic and was to be given a prescription of norco 10/325 to use 6/day for 3 days,then 5/day for 3 days then 4/day for 3 days. The patient was to be seen again on (B)(6) 2015 for continued tapering down and to be taken off norco, as well as to discuss if she wanted the pump to be explanted. The health care professional noted that they did not have a plan to replace the pump. The other option would be to empty the pump of the remaining fentanyl and fill it with saline should patient want to find someone who might replace the pump. The patient was to contact the clinic for worsening symptoms. A physical exam was done general appearance: uncomfortable, significantly distressed details/abnormalities: very uncomfortable, laying on stretcher on abdomen, changing position frequently speech: clear, appropriate nutritional appearance: normal pain behaviors: bracing, grimacing, moaning/crying integumentary: grossly normal color heent: normocephalic, conjunctive clear cardiovascular: regular rhythm and rate, no murmurs, rubs, gallops EKG results respiratory: clear, bilateral, normal depth and pattern, non labored abdomen: soft details/abnormalities: pump site will healed the assessment plan was noted as; final impression: 1. Chronic lumbar pain (lumbar post laminectomy syndrome and sacroiliitis) 2. Intrathecal drug delivery system (pump reservoir discomfort) the ambulatory assessment plan was: degeneration of lumbar intervertebral disc, lumbago and lumbar spondylosis discontinued medications: docusate sodium/senna 50mg/8.6mg, gabapentin 300mg, hydrocodone/apap 10/325mg.